Manufacturer narrative:
(B)(4). Upon inspection the complaint was confirmed. The device was returned locked open. It was found that the opening cable had become lodged between the pulley and the toggle, preventing the device from closing.

Event description:
It was reported during a vats maze case the clip would not close while testing prior to placing in the patient. Another clip was placed to complete the case. The patient outcome was not affected.